Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All buttons functioned properly no damage on the keypad assembly. No button error alarm. No scrolling numbers anomaly noted. Inspected connector on lcd and no unlock keypad connector. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 74 mg/dl at time of reporting. Nothing further reported.